Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for parkinsonian tremor, parkinson¿s dual, dystonia, and movement disorders. It was reported that at a stage one lead placement procedure the lead had out-of-range impedances. It was stated that they attempted to troubleshoot using a second screening cable, ens and programmer, but that did not resolve the issue. No patient symptoms were reported.

Event description:
Additional information was received from a manufacturing representative. It was reported that the lead did not remain implanted and the patient was implanted with another lead. The impedances were reported to be low. The manufacturing representative is waiting for the lead to be released from the "risk team" before they can return it.